Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4).the device was returned for analysis. The stent damage was confirmed. The failure to advance and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the moderately tortuous distal right coronary artery (rca). Pre-dilatation was performed. The 2.25x18mm xience alpine stent delivery system (sds) failed to cross the lesion due to interactions with the patient's anatomy; therefore, the sds was removed. Upon withdrawal, the proximal portion of the stent implant was noted to be flared. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 2.25x15mm xience alpine sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.